Event description:
Massimo radical 7 portable pulse ox units continuously malfunctioning. When turned on, screen continues to jump rendering device useless. Company has been notified on multiple occasions and has been replacing devices with new ones. Problem continues to occur frequently enough that replacement is not fast enough to keep up with malfunctioning devices. Company states willing but unable to replace entire product line due to contract. 4 devices: serial #'s: (B)(4). Manufacturer response for portable pulse oximeter, radical 7 (per site reporter). All devices replaced with new devices. New devices tagged to track if new devices are also malfunctioning.